Event description:
It was reported that there were high impedances (4,000 ohms). The patient met with the neurosurgeon for a checkup and to evaluate the patient¿s incision. Impedances were checked and a few were high, though the patient stated he was receiving good therapeutic benefit. The unipolar c/2 impedance was out of range at 2,030 ohms on the left brain lead. All readings with c and 0 were elevated. Of note, the patient had a fall but he didn¿t hit the lead/extension area. This fall occurred 2-3 weeks prior to the date of the report. The patient claimed no change in therapy. One day after the office visit, the company representative provided the full range of readings. The patient was not seen again, however. Impedances for c/3 were noted to be >40,000 ohms, as were several other combinations. The impedances ranged from 2,030 to 40,000 ohms. The left lead was clarified to be an open circuit, but the patient still had benefit from it. The patient left the day prior programmed with c+/2-. The physician declined an xray as the patient was getting good benefit and was in the beginning stage of mapping and titrating. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (b)(4, implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).